Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Based on the results of the investigation, the foreign material was likely not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: -IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside the nozzle, plastic distal end cover, adhesive on the bending section cover, bending section cover, up down and right left knob, and the connecting tube. There were no reports of patient involvement.